Event description:
The pt was implanted with biventricular support. It was reported by the perfusionist that the pt was experiencing alarms on her vad driver while at home, but was unable to tell which alarm was sounding. In an attempt to switch to the back up driver, the family started to hand pump and the pt lost consciousness. Emergency svs had been called, arrived and transported the pt to the hosp. The pt began having seizures and not completely responsive. It was noted that the lvad had a completely cracked cap that was falling off. The emergency svc had tried several ways to hold it together to prevent the pneumatic air leak that was occurring. In the emergency room, the vad team switched out the lvad with another lvad. The rvad had remained pumping the entire time at home and in transit. As the lvad was changed, the rvad was hand pumped. The rvad was noted to also have multiple visible cracks over the plastic housing. No air leak was noted on the rvad. The pt went into severe pulmonary edema with the pupils fixed and dilated and the pt was not responsive. It was noted that both bivads were able to fill and empty. A decision was made and support was withdrawn.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.